Event description:
It was reported that the proximal part of the 15th coil (subject device) protruded from the unruptured internal carotid - posterior communicating (ic-pc) artery aneurysm. A balloon was inflated in order to push the coil completely into the aneurysm. Balloon inflation continued as there was difficulty visualizing the balloon under fluoroscopy at which point the vessel dissected. Subarachnoid hemorrhage occurred as a result of the vessel dissection and the trunk of the internal carotid artery was filled with coil. The patient's brain pressure increased which was treated via craniotomy. Additional information received indicated that the physician inflated the balloon with saline instead of contrast. It was reported that the patient has not recovered.

Event description:
It was reported that the proximal part of the 15th coil (subject device) protruded from the unruptured internal carotid - posterior communicating (ic-pc) artery aneurysm. A balloon was inflated in order to push the coil completely into the aneurysm. Balloon inflation continued as there was difficulty visualizing the balloon under fluoroscopy at which point the vessel dissected. Subarachnoid hemorrhage occurred as a result of the vessel dissection and the trunk of the internal carotid artery was filled with coil. The coil was unable to be removed. The patient's brain pressure increased which was treated via craniotomy. Additional information received indicated that the physician inflated the balloon with saline instead of contrast. It was reported that the patient has not recovered.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for evaluation; however, it is likely that procedural factors during use resulted in the reported event. Therefore a cause of operational context has been assigned.

Event description:
It was reported that the proximal part of the 15th coil (subject device) protruded from the unruptured internal carotid - posterior communicating (ic-pc) artery aneurysm. A balloon was inflated in order to push the coil completely into the aneurysm. Balloon inflation continued as there was difficulty visualizing the balloon under fluoroscopy at which point the vessel dissected. Subarachnoid hemorrhage occurred as a result of the vessel dissection and the trunk of the internal carotid artery was filled with coil. The coil was unable to be removed. The patient's brain pressure increased which was treated via craniotomy. Additional information received indicated that the physician inflated the balloon with saline instead of contrast. It was reported that the patient has not recovered.

Manufacturer narrative:
The subject device is not available.